Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip, cracked end cap, and minor scratches on the display window.

Event description:
It was reported via phone call that the insulin pump dropped on the ceramic floor. The battery compartment was damaged and there were fine hairline cracks by the drive support cap. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.